Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units display is flickering when switching on. There was no patient was involvement.

Manufacturer narrative:
Due to character restriction, event site name: dharmshila cancer foundation and re updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: e1(event site name, event site telephone) a getinge field service engineer (fse) checked the machine & found display is flickering. Then reset the connections of video receiver pcb, display board, main board pcb & also reset the datasets of the machine. Again checked & found display working properly. Performed all tests. All tests passed. Observed the machine on system trainer for more than 3 hours. Machine working ok. Equipment handover to customer in good working condition.

Event description:
N/a